Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl 800 mcg/ml at 773 mcg/day and bupivacaine 24 mg/ml at 23.19 mg/day via an implantable pump for unknown indication for use. It was reported that the patient was scheduled for routine pump replacement due to early replacement indicator (eri) 2 months. The physician was given a new 8667 ¿ 40 for replacement. Drug was transferred from the old pump to the new pump. Upon connecting the new pump to the existing catheter, the physician aspirated with positive return of cerebrospinal fluid (csf). He emptied the catheter of any drug and then proceeded to aspirate a second time with the intention of pushing the csf back through the catheter access port. Upon doing so, he noticed leaking around the hub where it connects to the pump. Therefore, he decided to go ahead and replace the proximal segment. He dissected out the entirety of the existing proximal segment and was given a new proximal segment from an 8780 kit. Once the new proximal segment was attached to the existing spinal segment, the physician then attached the new pump to the catheter and proceeded to aspirate again with positive return as csf. He then pushed csf back through the catheter access port and did not notice any recurrent leaking around the hub of the new proximal segment. The pump was then placed back within the existing pump pocket and the incision was then irrigated and closed. Environmental/external/patient factors that may have led or contributed to the issue according to the physician was particulate build up within the catheter hub and compounded drug, high daily dosing, high concentration, high flow rate. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight was 97 lb and medical history was asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2015 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-may-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.